Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the motor speed was unstable and the reciprocation arm was worn. The reciprocation arm and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during maintenance inspection, unit was sent in for maintenance but found in need of repair due to worn reciprocating arm and motor speed was unstable. There was no patient involvement or impact. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: UK. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.